Event description:
It was reported that a large volume infusor underinfused. The actual infusion was 21 hours later than the expected duration of 48 hours. The issue was identified during patient infusion. The device contained fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter postal code:(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The lot was manufactured on june 13, 2022 ¿ june 14, 2022. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the results were found to be within the product specification range. Based on the functional flow test result, the infusor sample was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.